Event description:
A physician reported that during a vitrectomy procedure an ophthalmic laser filter pull tab was not in the right position. The surgeon experienced with glare due to laser exposure accidently in the both eyes. No consequences for the patient and the surgery was completed during the same procedure. Additional information has been requested, but none received to date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No service record relevant to the complaint reported event was found. However, the system was serviced prior to and following the reported event per service records (sr). The system was found to meet all cosmetic and performance standards per the service test procedure (stp) on both visits. A system non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The root cause of the reported events is attributed to user error and is unrelated to the functionality of the device. The staff at the customer¿s site was not following the proper installation and user settings procedure for laser setup, causing the laser to fire unexpectedly. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).